Event description:
It was reported that the customer was admitted in the emergency room due to high blood glucose of 479mg/dl. It was stated that the customer was confused and fell down. Troubleshooting was performed. The nurse stated that the customer was dehydrated and had renal insufficiency. Assisted the caller to review the programming and found that her basal rate was 3.20 units per hour. Also, it was mentioned that all of the bolus wizard are dashes except the active insulin time of six hours. The alarm history revealed several low reservoirs and battery alarms. The time on the insulin pump was incorrect. Advised the nurse to call back to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.